Manufacturer narrative:
The complaint sample was received at viant for evaluation. The customer had previously sent a video that showed the eccentric motion. When the complaint sample was attached to power at viant and rotated, a similar wobbly/eccentric motion was observed, confirming the reported event. Upon closer inspection of the power adaptor and surrounding region, there were a few nicks and gouges observed on the inside diameter of the tube/handle portion near the locking ring, where the power adaptor protrudes and the chain assembly is locked into place. On the power adaptor itself, there were signs of intended use on the flats, however there were also some minor deformities on the tri-flats of the adaptor that suggest the power adaptor may have been incorrectly attached to its power tool (not provided by viant) or it may have been attached to an incorrect power tool (not provided by viant), however that is unknown. The tri-flats portion of the power adaptor may be slightly bent, however, the applicable diameters and true positions measured in tolerance. Other observations: there were minimal signs of intended use observed throughout the complaint sample; there were some gouges observed on the cardan joint as well as on the inside of one (1) of the tubes, likely caused by interference between the inside wall of the tubes and the cardan joint. This may have been a result of the chain rotating eccentrically, however that is unknown; the returned complaint sample was etched per applicable drawings. The applicable manufacturing records were reviewed. No discrepancies were discovered. This complaint sample had experienced approximately 1.05 years of use. It is unknown as to how many surgical procedures (cycles) this complaint sample had gone through throughout its life in the field. Per the trend analysis, this is the only complaint sample confirmed to wobble/rotate eccentrically with an unknown cause for this device type. In conclusion, the reported event is confirmed. The power adaptor may be slightly bent due to unintended use, however that cannot be confirmed and the cause of the wobbly/eccentric motion is unknown. No further investigation is required.

Manufacturer narrative:
The complaint sample was received for evaluation, however the investigation is incomplete. Once the investigation is complete, a follow-up medwatch 3500a will be submitted. Complaint information received from distributor, (B)(4).

Event description:
It was reported during an unknown patient procedure that the reamer handle was eccentrically reaming the patient's acetabulum. It was then run outside the patient and was wobbling with a reamer attached. The surgeon stated they needed to use screws because it caused an incorrect mismatch for pressfit. There was a five (5) minute surgical delay reported and the procedure was completed successfully.